Manufacturer narrative:
Additional information was received on (B)(4) 2010, as follows: the target lesion was in the right coronary artery and had 80-90% stenosis. It was noted to be a short lesion. When the stent was removed from the patient it was noted that the struts were flared. A medtronic guiding catheter was used during the index procedure. Was updated with a received date, as the product was returned for analysis. During a pci, a 2.25 x 23 mm cypher stent failed to cross a lesion and the physician attempted to remove the product from the patient. However, while pulling the stent back inside the guide catheter for withdrawal, the stent got stuck and hung up at the guide catheter tip. The physician was able to retrieve the stent with a snare. There was no patient injury. The target lesion was in the right coronary artery and had 80-90% stenosis. It was noted to be a short lesion. When the stent was removed from the patient it was noted that the struts were flared. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. One non-sterile stent from a cypher us rx was received stuck in the distal tip of a non-cordis guiding catheter. It was also observed that the stent was hanging by a snare. The stent was flattened and kinked. Blood residuals were observed on the stent as well as along the guiding catheter and within a hemostasis valve attached to the guiding catheter. The cypher stent delivery system was not returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The events reported by the customer were confirmed. Without the sds available for analysis, the product could not be evaluated and the exact cause could not be conclusively determined. The damages found on the stent may be related to the removal of the stent with a snare. Neither the product analysis nor the DHR review suggests that the failure could be related to manufacturing process and no corrective/preventive actions will be taken this time. Based on the information available for review, there are possible vessel characteristics and procedural factors that may have contributed to these events.

Event description:
A 2.25 x 23mm cypher stent dislodged from the catheter. The physician could not get the stent to cross the lesion. He attempted to withdraw the stent back out thru the guide catheter and the stent was dislodged from the catheter, when removing it thru the guide. The stent got stuck and hung up at the guide catheter tip. The physician was able to retrieve the stent with a snare. There was no patient injury.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.